Event description:
It was reported that post-op of a laparoscopic gastric bypass procedure that the patient presented with bleeding through their bowels with a bowel movement. Patient was brought back to the ER the evening of (B)(6) 2023. During reop bleeding was found around the gastrojejunostomy at the staple line. Bleeding was controlled by over sewing the exterior of the staple line which was successful. Patient as of the am (B)(6) 2023 is doing fine.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch #unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Answer: the surgeon contacted me and informed me that the patient has been diagnosed with a previously unknown blood clotting disease and that she does not believe that the bleeding had anything to do with the staple lines. She attributes the bleeding to the patients condition as she discovered during re-operation that the patient was bleeding from multiple different spots not just the staple lines. Since she discovered this she sent the patient for more testing that indicated the patient had a bleeding disease/disorder. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.